Event description:
The customer reported a leak inside the coulter act diff 12 analyzer. The volume of the leak was about a drop and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes.no erroneous results were generated for this event.

Manufacturer narrative:
The cause of the leak was the dual diluent filters were loose. The field service engineer (fse) found that the dual diluent filters were loose and were causing the probe to leak. The fse replaced the diluent filters and the instrument ran without any leaks. The repairs were verified per established procedures. Bec internal reference to this event is (B)(4).